Manufacturer narrative:
Physio-control evaluated the device and observed that the customer had already removed the battery and reinserted it in the device. The customer then observed proper device operation, but still wanted physio-control to evaluate the unit. Physio found no failure of the device. The voltage on pins 2 and 3 of the power pcb was tested and the voltage values were appropriate. Physio-control also let the device run on battery power for a while and observed no failures. All the error codes were cleared and a performance inspection procedure was run. No error codes returned and the device passed all functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was displaying error codes and it would not operate on battery power. There were no reports of pt use associated with this event.